Event description:
On (B)(6) 2011, the pt was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, computed tomography angiogram revealed a type ii endoleak originating from the inferior mesenteric artery. Continued follow-up imaging revealed the aneurysm had grown from 5.7 x 6.1cm (measured on (B)(6) 2011) to 7.2 x 8.5cm (measured on (B)(6) 2012). On (B)(6) 2012,, the physician explanted the stent-graft system, and surgically repaired the aneurysm. The pt tolerated the procedure. The explanted stent-graft has been returned to gore for evaluation.

Manufacturer narrative:
Please note: a review of the manufacturing paperwork for the devices could not be conducted, as the lot/serial numbers are unavailable. Results pending completion of explant evaluation.